Event description:
A patient reported experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 138, 146, 129, 135, 174, 165, 503 mg/dl. Tests were done within 11-20 minutes with a difference of 70%. Patient did not experience any adverse events. No further information has been reported.